Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. (B)(4).

Event description:
The healthcare professional reported seeing a patient that had evolysse form into their lips by another hcp. The patient presented with large and visible blebs and nodules throughout the upper and lower lip. The hcp plan to dissolve the product at a later date.